Event description:
Customer reported via phone call to have high blood glucose of 550 mg/dl, which was treated with a bolus delivery. Customer reported to have received treatment of hospitalized a month prior, but there was no details given of treatment. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer was advised to monitor blood glucose. Customer reported that high blood glucose may have been due to stress.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.